Event description:
It was reported that the bd autoshield¿ duo could not be screwed in. The following information was provided by the initial reporter: ¿pharmacist informs us that a customer complained that the safety spike needles could not be screwed in.¿

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?: yes. D9: returned to manufacturer on: 18-jul-2022 h6: investigation summary five open 30g x 8mm safety pen needle samples were returned from lot. No. 1099889, cat. No. 329608. Visual examination was carried out on the returned samples and a bent non patient end of the cannula was observed on three samples. No issues were observed with the remaining two samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all confirmed samples were returned open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd autoshield¿ duo could not be screwed in. The following information was provided by the initial reporter: ¿pharmacist informs us that a customer complained that the safety spike needles could not be screwed in.¿